Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve replacement procedure. "Tee" guidance was used while inserting the endorotum arterial cannula and the endoaortic clamp catheter. After an uneventful endorotum arterial cannula insertion, flows and pressures were tested and found to be in the normal range. The endoaortic clamp was advanced 5 to 10 cm beyond the tip of the endorotum arterial cannula. Then the guidewire was advanced beyond the endoaortic clamp tip and the catheter advanced to the ascending aorta. Cardiopulmonary bypass was initiated with normal flows and line pressures. Upon inflation of the endoaortic clamp balloon, the balloon pressure increased to 400 mm hg and the aortic root pressure abruptly increased to greater then 100 mm hg. The right radial artery pressure decreased to substantially below the left radial artery pressure. This discrepancy in radial artery pressure persisted after deflating the endoaortic clamp balloon. An internal flap was seen extending from 4 cm distal to the aortic valve through the descending aorta on "tee". A sternotomy was performed and the aortic arch was replaced under circulatory arrest. The mitral valve was replaced. The pt did not wake up following the operation and expired on the fourth postoperative day.